Event description:
It was reported that indium studies were done during the week of (B)(6) 2014. Scans were also performed. Nuclear medicine scans only showed the pump with radioactivity. There was no radioactivity in the catheter. It was assumed that the pump was not infusing, although there had not been any volume discrepancies at refills, which indicated that the pump was infusing but to an unknown location. The patient would most likely be scheduled for a replacement surgery. The device system was used to deliver lioresal. The cause of the event, patient symptoms, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8575, lot# n275096, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information: the patient had poor spasticity control yet dye studies came back normal. The patient presented to the ER (emergency room) as unresponsive, so they thought he had meningitis, but he did not. They then decided to do the indium study to see if there was a reason for the poor spasticity control. It was noted that the patient had rigidity and not spasticity and the pump was implanted for clonus which did improve initially and then recently was not controlled. The patient was being scheduled for a revision.

Event description:
Additional information indicated that the spasticity team for the patient felt that the pump had been effective in greatly reducing the clonus that the patient experienced. They felt that the rigidity was due to a different movement disorder that would not respond to intrathecal baclofen. No further action related to the pump or catheter will be performed since all troubleshooting indicated a functioning system.